Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. Suture frays, at the time of passing the stitch. Harm or injury presented to the patient: none. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/30/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was reported: account: c m I d c (please refer to the attached email) event date: 18-february-2026 product code: 8425h action taken:.. "Request sutures, news of the device is reported for redirection to the supplier" ... Aw5713: ethicon ## affected side: not applicable ## affected quantity: (B)(4) ## quantity available for return: 1 list the j&j products that were used during the case but did not contribute to the reported event. ## not reported*** was there any harm to the reported patient or user? ## no *** was there a significant delay? ## no *** if available, please provide the product order number (po). ## yes, available I do not have a shipping guide number, as I am waiting for the return of the product. *** attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. The following information was received: I share the tracking number sent (B)(6).